Event description:
An increasing number of complaints regarding dako envision flex detection systems has been noted. Several of these customers, using a variety of antibodies (including antibodies not manufactured by dako), have reported non-specific background staining that has interfered with interpretation of the straining results. For the majority of primary antibodies, detectability of this potential issue is high since the expected staining pattern would be different from the strong, uniform nonspecific staining observed with the malfunctioning envision flex detection system. If the non-specific background staining is not detected by the pathologist, and the staining pattern resembles the expected staining pattern for the primary antibody being used, this potential issue could cause an incorrect diagnosis due to a potential for a false positive test result. The root cause investigation of this issue is ongoing, but appears to be related to one specific lot of the dilution buffer used in the production of the envision flex/hrp visualization reagent. This lot of dilution buffer was subsequently used in three lots of envision flex/hrp. There has been no misdiagnosis known to date.